Manufacturer narrative:
Date of event: exact date not provided, only that symptoms began 1-week post implant. (B)(6) 2017 is being provided as the best estimate for the date of event. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +20.0 diopter) was explanted from the patient's right eye in a secondary procedure because of patient complaining of blurry vision affecting reading, daily activity and chores since 1 week post op. A model zkb00, +21.0 diopter was used as the replacement lens for the patient. No incision enlargement, vitrectomy or any other medical or surgical intervention was required. The patient was reported to be doing well when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 6/26/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed cut in pieces, most probably to make explant possible. Due to the condition in which the sample was returned the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.